Event description:
It was reported that the wake button was delayed in responding to touch. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.